Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that following implantation of an intraocular lens (iol) patient experienced sever glare, halos, fuzzy vision, dysphotopsia. The lens was exchanged with a different lens in a secondary procedure. Additional information was received reporting as per the surgeons opinion the event contributed is caused by the product.